Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit broke in half. The customer stated it did not come out to the patient's neck but it broke and trach seemed so worn. The customer indicated that there was no patient harm associated with this event. Re-intubation/re-cannulation was required.